Event description:
The pt was implanted with a left ventricular assist device (lvad). The heartfailure cardiologist reported that after 5 months of support, the pt presented with elevated lactate dehydrogenase (ldh) levels and power spikes. An echocardiogram (echo) performed by the hospital showed the left ventricle was not unloading. The pt was successfully treated with bivalirudin.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.